Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath had coagulated blood inside. The coagulated blood inside the introducer sheath was able to be removed by the penumbra investigator prior to the functional test. Resistance was then encountered while advancing the returned smart coil through the hub of a demonstration microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered while advancing the returned smart coil through the hub of a demonstration microcatheter and the smart coil could not be advanced any further. The damaged offset coil winds likely contributed to the reported resistance and the resistance experienced during the functional test. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed two smart coils and five non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician experienced resistance a few centimeters from the hub of the microcatheter and the smart coil would not advance; therefore, it was removed. The procedure was completed using two additional smart coils, three other coils and the same microcatheter. There was no report of an adverse effect to the patient.